Event description:
It was reported that during a laparoscopic nephrectomy procedure, malformed staples were noticed after firing the device and some bleeding occurred. A clip was used to control the bleeding. Another device was used on a different vessel and on the second firing, the device partially fired and then jammed. No damage to the vessel occurred and a third device was used to complete the procedure. There was no adverse consequence to the patient. On what tissue type was the device used? Vascular at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku.

Manufacturer narrative:
(B)(4). Instrument b: batch # h51z1p, exp date: 05/23/2016; MFR date: 06/23/2011: (cartridge, incomplete/interrupted). The analysis results found that the tsw35 device a was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis showed that the tsw35 device b was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.